Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during the resection of a polyp, the single-use loop of the resector broke inside the patient's uterus, with the metallic part remaining embedded in the patient's endometrium. An attempt was made to remove the metallic part using a new loop and then a sponge curette, resulting in uterine perforation. The surgeon then decided to interrupt the operation and schedule a follow-up appointment with the patient for the removal of the loop under hysteroscopy. This is the first time such an incident has occurred.

Manufacturer narrative:
The product was not returned to karl storz tuttlingen, so identification in our warehouse could not be completed. However, based on the customer's description, and given that the product was not returned, a final determination of the root cause is not possible. By reviewing the root causes of similar cases involving the same product, it is most likely that the cutting loop was damaged due to mechanical overload. The instruction for use already includes a caution advising against overloading the device. The event is filed under internal karl storz complaint ID: (B)(4).